Event description:
The customer reported an issue with the insulin gauge displaying an amount different than expected, with a static fill estimate of 50 that did not change despite insulin being delivered. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the customer that the discrepancy could occur due to a large variance in measured pressures used to calculate insulin in the cartridge, advising that the fill estimate would begin to decrease normally once the insulin amount equaled the static number. The customer understood and acknowledged the explanation.